Event description:
A physician reported a pt who was double skin tested on 9/12/97 in the left volar forehead and on 9/19/97 in the central forehead. There were no symptoms at the test sites. The pt received her second treatment on 10/3/97 in the forehead, the lateral crow's feet (periorbital area), and the glabella. On 11/3/97, she reported to the physician that she had developed redness and swelling in the forehead treatment site and the periorbital area extending from the crow's feet to the outer eyelids. The exact date of onset was unknown. On 11/15/97, the pt was seen with slight to moderate swelling that faded at night, increased during the day, and was periodic in the same areas reported on 11/3/97. There was no pain and no itching. That day the physician injected kenalog into the forehead and the temples. On 11/21/97, the physician injected kenalog into the forehead, periorbital and eyelids. The physician did not believe that the symptoms were due to a hypersensitivity to collagen. He was not sure of the etiology of the symptoms.